Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
The customer is reporting discrepant negative antibody screening results for one patient's sample in indirect antiglobulin test (iat) using 3% surgiscreen in manual tube method. Complainant/complaint reporter: ms. Hisako nomura, laboratory technician. Event date: (B)(6) 2015. Reported on: 03 july 2015 to ocd helpdesk software version: not applicable. Reagents: 3% surgiscreen lot 3ss026 exp. 09 june 2015; 3% surgiscreen lot 3ss038 exp. 30 june 2015; 3% resolve panel a lot ra004 exp.26 may 2015; ortho biovue system cassette type, lot and expiry date not provided. Ortho antibody enhancing solution (oaes) lot and expiry date not provided. Patient information: not provided. The customer said that on (B)(6) 2015, a patient's sample was tested for antibody screening in iat technique using oaes and 3% surgiscreen lot 3ss026 in manual tube method and that they obtained negative reactions with the three cells of the red cell reagent. No further detail was provided. The customer said that on the same day, they had tested the same patient's sample for major cross match test using the same oaes and a donor sample in manual method and that they had obtained a positive reaction. No further detail was provided. The customer said that on the same day, due to the positive major cross match reaction, they re-tested the same patient's sample for antibody screening in iat technique using ortho biovue system cassette and 3% surgiscreen lot 3ss026 diluted at 1% in the same oaes in manual method and that they had obtained a positive reaction (1+ reaction strength) with cell 3 of the red cell reagent. No further detail was provided. The customer said that on the same day, they had re-tested the same patient's sample for antibody screening in iat using the same oaes and 3% surgiscreen lot 3ss038 in manual tube method and that they obtained negative reactions with the three cells of the red cell reagent. No further detail was provided. The customer said that on the same day, following the positive major cross match and positive antibody screening result with 3% surgiscreen lot 3ss026 in biovue manual method, they had tested the same patient's sample for antibody identification using 3% resolve panel a and ortho biovue system cassette in manual method and that they had obtained positive reactions (1+ reaction strength) with cells 8 and 11 and negative reactions with the remaining cells of the red cell reagent. No further detail was provided. The customer said that the pattern of the reactions allowed identifying an anti-lea (le1) antibody. The customer said that no biased result was reported to the physician. The customer said that the patient was not harmed.